Event description:
It was reported that there was a strange motor sound coming from the insulin pump during bolus and basal deliveries. The customer's blood glucose was over 200 mg/dl. The alarm history was checked and there were only low reservoir and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.